Event description:
Device issue: needle to cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, a cuff miss occurred. Upon withdrawal of the needle plunger, there was no suture or link. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). At this time, the customer will not be returning the device for eval. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.